Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due echo signal missing and after it was re-sealed the needle was visible. It was also noted that the distal end has minor scratches, the tip is loose, and the distal sheath adhesive is chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the physician cannot see the see the boxing needle coming out the end of the evis exera ii ultrasound gastrovideoscope. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a slightly loose probe unit tip likely caused the event. However, the root cause of why the was loose could not be determined. The following is included in the IFU and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur.". "To prevent a water leak, do not apply excessive force when cleaning the endoscope.". Olympus will continue to monitor field performance for this device.